Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to advance or remove the wire. The left ventricular (lv) lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the returned guidewire is stuck inside the lead, it appears the distal end of guidewire is looped back on itself at the distal tip end of lead. If information is provided in the future, a supplemental report will be issued.